Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive. There was no reported patient impact associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):the keypad was intact with no visible damage. All of the keypad buttons had intermittent response when pressed and required multiple presses with increasing force to evoke a response. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination under the contacts of all buttons.